Manufacturer narrative:
Representative samples were received at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual and functional evaluation of the samples, the reported issue was not confirmed; they were able to be inflated/deflated and there was no blockage to the drainage. A root cause was unable to be determined.

Event description:
The customer reported that a defective catheter was inserted. The catheter was not draining and could not be flushed. The patient has a neobladder, so this could have been serious, but thankfully it leaked around the catheter.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.